Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced sweating and a loss of consciousness and was given 1mg glucagon injection by spouse. There was no report of death or permanent impairment associated with this event. An adc meter reading of 10 mg/dl was reportedly obtained, however readings <20 mg/dl will display as 'lo' in the adc device. Readings <20 mg/dl are plotted as 19 mg/dl. Readings of 148 mg/dl and 19 mg/dl were plotted on a parkes error grid and the results when plotted on a parkes error grid fell into the "d" zone, showing the difference to be clinically significant.